Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The procedure was indicated due to multivessel disease (mvd). A 12x2.5mm promus premier¿ drug eluting stent was selected. While advancing, the shaft broke outside the patient approximately 15 cm from the proximal end. The physician was able to withdraw everything. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was measured and found to be within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo tube was broken 178 mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The procedure was indicated due to multivessel disease (mvd). A 12 x 2.5 mm promus premier¿ drug eluting stent was selected. While advancing, the shaft broke outside the patient approximately 15 cm from the proximal end. The physician was able to withdraw everything. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.